Event description:
Note: local investigator received verbal report. MFR notified. Approximately 2 hours into dialysis treatment, cardiac arrest occurred. Pt transported to hosp by emergency medical service and pronounced dead at hosp.